Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp) and six electric shocks due to an atrial arrythmia with rapid ventricular response (rvr). Therapy did not convert the rhythm. Technical services (ts) reviewed the report with the clinician. This ICD remains in service. No additional adverse patient effects were reported.